Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg and the patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility. No device malfunction was suspected.